Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was electively removed and replaced. Stimulation was restored. The patient is still experiencing surgical soreness from the procedure so it is unknown if the issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site. The patient reports she is experiencing a sensation of overstimulation at the ipg site during recharging and during use of the scs system. The sensation is noticed when she is lying down and always localized to the ipg site. Surgical intervention may be pending to address this issue.